Manufacturer narrative:
The investigation for the low pump flow has been completed. According to the clinical, immediately after beginning impella 5.5 support flows were low and the diastolic lv value was negative. An attempt was made to reposition the pump successfully with no change to the flow. The decision was then made to explant the pump and replace it with another impella 5.5 device. No product was returned for a visual inspection. Data log analysis confirmed the presence of suction alarms and a high motor current pump stop shortly after beginning support. Initially, the second pump serial number was given for log analysis. The correct pump serial number is (B)(6). The most likely cause of the low pump flow was biomaterial. D4-updated serial number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 43-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported the patient was on impella 5.5 support when there were low pump flows noted. Upon starting the pump, flows were low and 0 diastolic flows with a very negative diastolic left ventricle value were noted. The doctor decided to replace the pump due to fear of having damaged the pump by not removing the wire when the pump was started. A new impella 5.5 was used successfully.